Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act button was not working. The customer¿s blood glucose was 279 mg/dl at the time of incident. Troubleshooting was performed. Timed clock was advanced. Customer reported that the insulin pump was not bumped, dropped or exposed to moisture. Customer reported that the insulin ump did not alert button error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.